Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the bent nail was not reported. The bent im nail was replaced with a standard im nail per the sign technique manual. No additional information was given by surgeon. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign (B)(4) continues to monitor these events as part of our post market activities

Event description:
We became aware on 7/21/2016 that a sign im nail implanted to repair a fracture was exchanged due to a bent nail. The bent im nail was replaced with a standard im nail per the sign technique manual.